Event description:
It was reported that at the time of the implant, the patient's body "rejected" the device and she was re-hospitalized. The patient had pain, a 105f temperature, swelling and redness at the device site. The patient was administered antibiotics and the symptoms resolved. Further information was requested from her healthcare professional.

Manufacturer narrative:
(B) (4)